Event description:
It was reported that during the implant procedure, while the left ventricular [lv] lead was being exercised on the table, it was noted that the helix of the lead would not fully deploy. Additionally, the lead "turned over itself" and the end of the tubing did not appear uniform. No attempt was made to implant the lead; rather, a different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.